Manufacturer narrative:
(B)(4). Corrected data: section d.4.-lot# corrected to 14f24c0007. Section d.4.-UDI# corrected to (B)(4). The customer returned one opened 20ga arterial catheter package for analysis. Signs of use in the form of biological material were observed inside the catheter hub. Functional testing revealed that fluid exits back through the hub end of the catheter, which is not intended. Further visual examination revealed a hard, translucent piece of material on the inner wall of the catheter hub. The catheter body length measured 2.594", which is within the specification limits of 2.565"-2.605" per the catheter product drawing. The catheter body outer diameter measured 0.046", which is within the specification limits of 0.045"-0.047" per the catheter extrusion product drawing. The catheter body inner diameter measured 0.035", which is within the specification limits of 0.035"-0.037" per the catheter extrusion product drawing. The inner diameter of the luer hub measured 0.169", which is within the specification limits of 0.168"-0.170" per the catheter product drawing. A lab inventory syringe was filled with water and attached to the hub of the returned catheter. The plunger was flushed, and water was observed leaking back through the proximal opening of the luer hub, which is not the intended function. It was noted that water still exited the distal tip of the catheter extrusion. Performed per IFU statement, "maintain catheter patency according to institutional policies, procedures and practice guidelines". The returned catheter was then tested per bs en iso 10555-1 section 4.7.1, which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to a lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. A leak from the proximal opening of the luer hub was observed. Manufacturing was contacted and confirmed the excess material in the luer hub is not intended and is related to the manufacturing process. The IFU provided with the kit informs the user, "to minimize the risk of air embolism and blood loss associated with disconnects use only securely tightened luer-lock connections." The report of a leaking arterial catheter was not confirmed through complaint investigation of the returned sample. The catheter did not pass functional leak testing performed per iso 10555-1 as evidence of leaking was observed from the proximal opening of the luer hub. Based on the customer report, the sample received, manufacturing likely caused or contributed to the reported event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "leak at the connection." There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "leak at the connection." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).